Manufacturer narrative:
Additional information added to b5 and h6.

Event description:
Per additional information from device evaluation, the distal tip of the esheath was torn.

Event description:
As reported from our affiliates in united kingdom, during a transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 ultra resilia valve, resistance was felt during insertion of the delivery system with crimped valve into esheath. Post valve alignment, a valve bent strut was observed and the system was removed as a single unit without issues. After removal, the esheath was observed with scraps on the outside due to vessel calcium, the sheath punctured from the valve frame, and distal tip damage from withdrawing system back into the sheath. A second valve was implanted without issue and there was no patient injury. Patient was discharged.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: the liner expanded as designed. The distal tip was torn radially. The distal tip axial, radial, and angled score lines were present. The liner was partially delaminated 3cm in length from distal tip. The c-marker was attached. The liner was torn. There were 2 strain relief damaged/cuts, and the strain relief was punctured. The liner was punctured, and there were scratches on sheath shaft. Dimensional testing was performed, all measurements were found to be within specification. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported events were confirmed based on evaluation of the returned device. It is possible that additional device manipulation to overcome resistance may have been applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. As such, available information suggested that patient factors (calcification) likely contributed to the reported resistance, while patient factors (calcification) and/or procedural factors (device manipulation/improper tip expansion) likely contributed to the reported sheath puncture, liner tear, distal tip tear and strain relief damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.